Manufacturer narrative:
Lumenis investigated the event report contacting the distributor for further information. The lumenis authorized distributor obtained treatment records and patient photographs. An examination of the subject device by a lumenis-trained technical specialist concluded the device operated to manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis clinical expert reviewed the treatment settings and patient photographs concluding the, "settings used are in the acceptable range of settings as per skin type, treatment area and hair type." The expert concluded the following issues should be considered causative factors of the event: the patient has been reported to be allergic but we do not know whether she had recently [taken] (in the week preceding the laser) medication or not. Can we also exclude the medical condition of livedo reticularis for her? I would have some suspicion in that direction but this needs medical confirmation. Also, was the lumenis coupling gel used or a different brand? How was the cool water applied? (Spray or applied gauzes/wipes?) Any soothing cream applied immediately after and in the two days post laser? Which one? The delayed reaction of 2 days on a fair skin type leads us more to the suspicion of something wrong applied/done onto the area once the client was at home; however no information was provided to make this determination. The expert stated that insufficient information was provided regarding the patient's pre-existing conditions to make a definitive determination of cause. Device evaluated by distributor.

Event description:
It was reported by a distributor that a user facility in (B)(6) reported a patient sustained a severe allergic reaction to hair removal treatment on the bikini and lower legs following treatment. The patient was reportedly treated on the underarms as well with no adverse sequela reported.